Event description:
It was reported that during a hernia repair procedure, the device would not open. A harmonic scalpel was used to cut the device out of the pt. The pt is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.